Manufacturer narrative:
The 510k has been selected although we have yet to receive any information about the additional devices used in this patient's surgery. This product line is also associated with PMA p030022, product code mra.

Event description:
It was reported the patient underwent a right hip revision surgery due to pain.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain. During revision bhr head was removed, however bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. Since device part details were received for investigation, manufacturing record review and assessment of the reported event can be performed. The available medical documents were reviewed. According to the provided revision report, the patient had severe pain over the last 2 to 3 months, some subsidence of the femoral component. During the revision the femoral component was found grossly loose. Based on the provided information the reason for the revision was aseptic loosening. Review of the provided revision report did not provide insight into the reason for the loosening. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Approximately 14 months post implantation, due to onset of severe pain, the patient underwent a revision/conversion of the femoral component to a tha; the cup remained implanted. The revision operative report noted some subsidence and loosening of the femoral component, which was easily removed. It cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.